Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml morphine at 1.15 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump was alarming, however they were hard of hearing and did not hear it. Telemetry confirmed the pump had a low battery reset and was in safe state. The patient's symptoms included withdrawal symptoms on (B)(6) 2016, nausea, no appetite, jumpy legs, and fatigue. The onset of these symptoms was gradual. The event date was noted to be (B)(6) 2016.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient would be having surgery to replace the pump on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.